Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the stent appeared to be fractured upon deployment. Reportedly, the procedure included treatment of a lesion extending from the left distal sfa to the proximal sfa. A 7x170 stent was successfully deployed in the distal sfa followed by placement of a similar stent (6x150) in the proximal sfa. The stents were overlapping approximately 10 mm. Reportedly, during post-dilatation, a single struct fracture was identified on the 6x150 stent. A competitor's stent was deployed within this area. Upon deployment of that stent, the area took an (B)(6) shape. Post-dilatation was performed and the procedure was successfully completed without any injury to the patient.